Manufacturer narrative:
(B)(4). Unit received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that their insulin pump did received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 102 mg/dl. This was not the second occurrence of replace battery now alarm without low battery warning. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.